Manufacturer narrative:
Additional information was added: the lot was manufactured from november 11, 2019 - november 12, 2019. The actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed including pressure testing and clear passage testing which revealed a blockage in the check valve by a solvent. The reported condition was verified. The cause of the condition was determined to be machine related during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp continu-flo solution set would not prime. It was further reported that the medication "did not pass the filter." There was no patient involvement. No additional information is available.